Event description:
The customer contact reported the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering department with an unsigned note that stated, "e301 malfunction." No specific pt info, pump programming, or event details were provided. During testing at the user facility the device did not sound an audible alarm tone during an alarm condition. There weer no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use; no medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).